Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed the pump displayed an occurrence of "system fault 41,541." Functional testing involved powering up the pump and lack/latch functional testing. The reported error message was not duplicated during the investigation, despite evidence of the error in the event log. The latch/lock optic flex was replaced as a preventive measure. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that during testing a smiths medical cadd-solis vip ambulatory infusion pump displayed error code 41541. It was reported that there was no patient involvement.